Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
We are aware that this is past the 30 day deadline for reporting. We have reminded the complaint handler to review FDA reporting guidelines in order to prevent this from happening again. The issue is being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
On 28th june, 2018 maquet (B)(4) became aware of an incident with one of our surgical lights- prismalix. As it was stated, paint has been flaking off of the dual fork for the lighthead. There is no patient involvement however we decided to report the issue in abundance of caution as any paint particle falling might be a source of contamination. (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Ref # tw# (B)(4).

Manufacturer narrative:
It appeared that customer product complaint recorded under (B)(4) which this report refers to, is a duplicate of customer product complaint recorded under (B)(4). Therefore, we will continue evaluation of this case under customer product complaint recorded under (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).